Manufacturer narrative:
The customer reported that the sample was a short sample and that it appeared slightly hemolyzed. The initial sample test was run on an insert cup through the closed tube aliquoter (cta). The repeat testing was run directly on the instrument, bypassing the cta. The plasma sample was collected in a heparin tube. Per the customer, the sample was centrifuged for three (3) minutes at an unspecified speed. Per customer supplied information, qc was performing within the customer's established ranges at the time of the event. A system check was performed on (B)(6) 2011, which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse inspected the precision pump and determined that the seal was not sealing properly. The fse replaced the seal. The fse also determined that the wash pump home sensor was damaged and the fse replaced the wash pump homing sensor. The fse verified instrument performance in accordance with bci procedures. Although the fse corrected some hardware deficiencies at the time of service and some pre-analytical sample issues were noted by the customer, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low troponin (accutni) results within the normal reference range for one (1) patient that were generated by the unicel dxc 600i access immunoassay system. Repeat analysis of the sample on the same instrument gave higher results within the risk stratification range and testing of the patient sample on another method produced even higher results. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.